Event description:
Post myocardial infarction (mi), status post (s/p) coronary artery bypass grafting (CABG) with extracorporeal membrane oxygenation (ECMO) and impella 5.5. ECMO decannulated. Patient had impella 5.5 malposition. Repositioned appropriately. However, in order to remove slack form the cable to prevent dislodgement from current position cable had to be disconnected from console and reconnected. On reconnection with console the device did not restart. New console changed but device (impella 5.5) did not restart. Had to remove this impella and place a new impella device. Malfunction impella 5.5 device serial number (B)(6), abiomed j and j.